Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred and insulin gauge was inaccurate. Pump system check with tandem technical support did not identify location of blockage. Customer changed infusion set and reloaded the cartridge to resolve the issues. Insulin delivery was resumed. Customer's blood glucose was 223-255 mg/dl.